Manufacturer narrative:
MFR could not confirm this complaint. However, investigation of the returned device revealed the tip did appear to be cut, which could indicate the device was used with a metal tip catheter, or the device came in contact with another device. This device was resterilized through our open/unused process.

Event description:
During the procedure, the tip of the guidewire sheared off into the pt. The physician attempted to retrieve the detached tip; however, in the process, the tip fragmented and the resulting pieces could not be retrieved. There was no serious injury reported.